Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained an impact to the implant site and subsequently experienced a loss of osseointegration resulting in fixture loss in (B)(6) 2018. There are no plans to reimplant the patient at the time of this report.